Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 bulb portion of the balloon ruptured inside the pt. The surgeon was able to retrieve pieces. There is no info on how the procedure was completed or if any pt effects occurred. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance issue(s) with this production lot. Internal file number - (B)(4).